Manufacturer narrative:
He pump passed the displacement test and self test. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a pump error alarm during self test. Customer was able to clear the alarm and able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.